Event description:
It was reported that the distal tip of the recanalization catheter partially separated from the rest of the catheter at approximately 6 cm into the chronic total occlusion. The catheter was activated for 2.5 minutes. The device was removed in its entirety without incident. A second catheter was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfxj3160. The device was returned. The investigation is confirmed for material separation based upon the condition in which the sample was returned as the tip was examined under magnification and the outer catheter had been pulled out from the metal tip and the guidewire lumen had also become separated from the metal tip. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event. The crosser catheter instructions for use (IFU) provides general instruction for use of the device, as well as warnings, precautions and potential complications associated with the device.